Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported high left ventricular (lv) lead impedance. Since the patient's pacemaker does not accommodate an lv lead, it was thought that the patient may have been referring to their own viewpoint instead of the anatomical position of the lead. The following physician had not seen the patient since the time of the report. The patient's right ventricular (rv) and right atrial (ra) leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.